Manufacturer narrative:
(B)(4). Analysis of the pump serial number (B)(4) found miscellaneous alarm anomaly, resonator anomaly. Interrogation of the pump determined it was used to infuse baclofen.

Event description:
The device was returned to the manufacturer due to end of life. The device underwent routine analysis.